Event description:
During preventative maintenance and calibration by zoll's technical svc department, the device would not power on. The complainant indicated that there was no patient involvement in the reported failure.